Event description:
Medtronic received information that during use of the dlp high flow coronary artery ostial cannulae, it was reported that the white right-angle cannula head appeared loose and moved during use. With very little manipulation, the white head section was twisted and pulled off from the metal cannula body. The sterile stock was checked, and with little manipulation the customer twisted the white right-angle head and pulled off the head section on this second device. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.